Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with handheld or its components prior to distribution.

Event description:
Additional information was received that the physician¿s programming system is functioning.

Event description:
It was initially reported that the physician was having intermittent communication issue with his programming system. The serial cable adaptor was determined to be damages. It was frayed ay the terminal and when it was moved or manipulated the communication issues could be replicated using a demo generator. There were no known issues with the various patients¿ devices involved as communication could be established with them. The specific date that this issue was first observed is unknown but the issue has been occurring for least a few months and it was not clear if there is was a specific cause for the fraying of the cord. The serial adaptor cord was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Review of manufacturing records confirmed there were no unresolved non conformances found with handheld or its components prior to distribution.

Event description:
.Additional information was received product analysis was completed on the serial cable adaptor. An analysis was performed on the returned serial cable and the reported allegation was not verified. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications. Attempts for additional information have been unsuccessful to date.